Event description:
The patient stated that the paramedics have been called to her home three times in the past four months due to low bgs and losing consciousness. The patient cannot tell when her bgs are dropping. The patient stated she was not hospitalized, but she was treated with IV at home. The patient stated that she was about to go on a ride with a family member the last time she experienced this issue. The patient never felt her bgs going low. Troubleshooting was declined as the patient didn't feel the pump was the issue. The patient wanted to look into continuous glucose monitoring. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.